Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records for item# 42527900502, lot# 62357316 & receiving inspection report item# 42527950502, lot# 80560124, 80560149 were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Reference CAPA 997 verified item lot combination and reviewed manufacturing date as tasp lot 62357316 exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The device is confirmed to have been a part of the CAPA 997 investigation. Field action zfa (B)(4) were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. CAPA 997 was previously initiated to further evaluate the reported event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a trial articular surface was returned missing bearings on a worn instrument claim form. All pieces have not been returned.